Manufacturer narrative:
Other applicable components are: item number: 20, product: n EU_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that right now their therapy was not working at all. Patient clarified that it does a decent job but not a perfect job. Patient said they noticed about 2 weeks ago, they increased stimulation "a whole bunch" but felt nothing. Later in the call patient reported they also noticed they were going to the bathroom more often and had to change to wear a big pad because when they stand it just pours out. During call, it was reviewed that there may be another program that could provide the feeling of stim. Patient said they have worked with the manufacturer representative (rep) and they had to work hard to find something that did provide the feeling of stim. Patient said a lot of the other programs have helped but it was never a whole lot of help, but they worked on it a long time. Patient further said they like to try to get it higher so they really feel it but it does not bother them. They have tried calling rep again but they will not change the program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. They stated that it was unknown what the cause of the increased stim " a whole bunch" but felt nothing was. They stated that what most like caused or contributed to the issue was a possible movement of the lead. Asked what steps will be taken to resolve the issue they stated replace device, (B)(6) 2022. They stated the issue had not yet been resolved additional information was received from the patient. They reported that lead was broken and it was removed.